Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuit kit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the rt329 infant continuous flow breathing circuit kit, which was returned unsealed, was visually inspected for a missing adaptor. Results: a visual inspection revealed that the offset adaptor was missing from the breathing circuit kit, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 101208. Conclusion: the breathing circuit package consists of a number of components grouped together during production. It is likely that operator error, during the packing process, resulted in the missing offset adaptor. (B)(4). Breathing circuit kits are also visually inspected for missing components prior to distribution. (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt064 adapter was missing from an rt329 infant continuous flow breathing circuit kit. This was noticed prior to patient use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt064 adapter was missing from an rt329 infant continuous flow breathing circuit kit. This was noticed prior to patient use. No patient consequence was reported.